Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, when removing air from the catheter system through the side port as per the usage protocol, it was observed that the catheter was not permeable. Despite this, the device was tested and no results were obtained. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, when removing air from the catheter system through the side port as per the usage protocol, it was observed that the catheter was not permeable. Despite this, the device was tested and no results were obtained. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.